Manufacturer narrative:
(B)(4). DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled, the driver was operable and a red blinking led was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (B)(6)/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (B)(6) while applying approximately 8 lbs. Of force on a weight scale (B)(6). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 3.55 secs, insertion 2: n/a, insertion 3: n/a, other remarks: hard profile (105 lbs/ft3), insertion 1: n/a, insertion 2: n/a, insertion 3: n/a. The unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 3.55 seconds. No further testing was attempted. The complaint has been confirmed. Condition - driver opened and other operating characteristics already evaluated and recorded. The motor was connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable with no electro/mechanical issues noted. Battery voltage measured as 18.38 dc volts without being activated. Battery voltage measured as 13.0 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). The eprom was parsed and data was analyzed. The charge count was measured at 15,824,524, which far exceeds the threshold for replacement. The cycle count (trigger pulls) measured 329. The data reveals that the battery had reached the depletion threshold; the red blinking led confirmed battery depletion. The cycle count of 329 further validates the driver has seen a lot of usage. The complaint has been confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 09/2014 and is approximately 3 years old. The complaint, "driver died during insertion" has been confirmed. The failure is the result of battery depletion. No corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. No further action required.

Event description:
Issue reported: the driver stopped during insertion on an overdose patient. The patient was revived with nasal delivery device. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the driver stopped during insertion on an overdose patient. The patient was revived with nasal delivery device. The patient's current condition is unknown at this time.